Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the implant was retrieved from a patient's hip approx. 3 weeks after implantation. The hip was being washed out as it had become infected. It was reported that the liner was removed.

Event description:
It was reported that the implant was retrieved from a patient's hip approx. 3 weeks after implantation. The hip was being washed out as it had become infected. It was reported that the liner was removed.

Manufacturer narrative:
Lot details corrected: d4/h4 an event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection was performed on the returned liner component. The device appears consistent with an explanted poly component; there is damage on the component consistent with explantation in the form of indents and scratches on the rim and a hole in the device from what appears to be a screw used to remove the liner from the shell during explantation. The device appears to be unremarkable in terms of colour - the surgeons comment about "yellowing" of the poly is not confirmed. Medical records received and evaluation: not performed as no medical records were returned for review. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there were no other similar events for the lot and sterile lot provided. Conclusions: visual inspection was performed on the returned liner component. The device appears consistent with an explanted poly component; there is damage on the component consistent with explantation in the form of indents and scratches on the rim and a hole in the device from what appears to be a screw used to remove the liner from the shell during explantation. The device appears to be unremarkable in terms of colour - the surgeons comment about "yellowing" of the poly is not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.